Manufacturer narrative:
The information contained in this event file was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. Blank fields present on this form include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The instructions for use for gore® tag® thoracic endoprosthesis include the following warning among others: ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), aortic rupture, death¿.

Event description:
Data related to a patient included in the vascular quality initiative was provided to gore and indicated that on an unknown date in 2015 the patient presented with a ruptured thoracic dissection and underwent emergent placement of two gore&#59412;ag&#59412;horacic endoprostheses. The data indicates that during the procedure there was an antegrade extension of the dissection. The data also indicates that the patient was not free from rupture and expired 10 days after the primary repair. Specific event details were not provided.